Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿bruising and tenderness¿, ¿crusty erosion¿, and ¿infection¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: the safety and effectiveness for the treatment of anatomic regions other than the lips and perioral area have not been established in controlled clinical studies. As with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Juvéderm volbella® xc should only be used by health care professionals who have appropriate experience and who are knowledgeable about the anatomy and the product for use in the lips and perioral area. Adverse events: per tables 1 and 2: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects, possible injection site responses after injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Healthcare professional reported patient was injected in the tear troughs by another physician with juvéderm volbella® xc. Patient developed bruising and tenderness on the right side at the time of injection, which resolved a few weeks later. Almost six weeks after injection the patient experienced tenderness and a "crusty erosion" on the right cheek and adjacent to the right ala. This was initially diagnosed as an infection and minocycline was prescribed. Five days later there was no improvement so the patient was injected with hylenex and two days later improvements were observed. More hylenex was injected into the cheek. The patient believes that this is migration of the product. Symptoms are ongoing.